Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via medwatch that a physician was attempting to use an assurant cobalt stent to treat a calcified left sfa. During pta, calcification was reported to have caused the stent delivery system balloon to fracture. The patient was transferred to another hospital to have the item removed and a new stent was placed. No patient injury reported.